Event description:
The customer reported that the c-arm would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and repaired a connector pin. The system operates as intended.